Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizure activity is an increase above pre-vns baseline frequency.